Event description:
It was reported by the customer that a bd pyxis medstation es system did not allow user to override to get the medications for a trauma patient during cardiopulmonary resuscitation. Customer stated that there was a delay to care but no harm to patient was reported. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
The following fields have been updated with additional/corrected information: d1, d5, e2, e3, h6. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 11-jul-2022 to 10- jul-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the user was unable to override the medication station. A technical support specialist found that the critical override issue was due to configurational change. Configured from profile to non-profile mode to resolve the issue. The system functioned as intended after the technical support specialist assessed the device.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the station critical override issue was due to configurational change. A technical support specialist followed up with customer and confirmed that the station was configured from profile to non-profile mode. The system was functional as intended.

Event description:
It was reported by the customer that a pyxis medstation es system did not allow user to override to get the medications for a trauma patient during cardiopulmonary resuscitation.customer stated that there was a delay to care but no harm to patient was reported.there were no adverse events or injuries reported based on this incident.